Manufacturer narrative:
A ge svc rep performed an on site investigation. The software upgrade was installed during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the 9900 system had a software corrupt error during a case. The procedure was completed with another sys. No pt injury was reported.